Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received no button response and button error alarm due to corroded keypad traces. Analysis was unable to confirm unexpected battery out limit alarms due to keypad anomaly. No ramping numbers noted on the display and no moisture damage noted on electronic assy.

Event description:
The customer reported via phone call that the insulin pump had moisture damage, unresponsive keypad, and battery out limit alarm. The customer's blood glucose reading was 98 mg/dl. The customer stated the insulin pump was exposed to perspiration. She stated the keypad is unresponsive. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.